Event description:
It was later reported that the healthcare provider changed stimulation setting and the patient received appropriate stimulation. It was later noted that the device was not returned so the cause of issue was not determined. It was also noted no anomaly was reported as of (B)(4) 2013 and the patient was receiving effective therapy.

Event description:
It was reported 'soon' after implant the 'electric pole of the dbs lead 1-3 that was implanted seemed to be short.' It was noted later a replacement may be needed. It was confirmed that 0-3 pole was less than 50 ohms. It was noted the 2-3 pole would be used for a while. There was no plan to replace the lead and the situation would be observed. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that cause of the event was unknown. The physician changed the stimulation settings and the patient was receiving appropriate stimulation.

Event description:
Additional information received reported that no anomaly had been reported so far. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 338728, product type lead. (B)(4).

Manufacturer narrative:
Additional information received reported that the lot number of the lead was either (B)(4).